Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a lesion in amildly tortuous ostial lad. After ivus passed the lesion, the orsiro mission was inserted under 6f guideplus sl extension catheter, but it got stuck at the port. There was no abnormality with one push-and-pull of the catheter, but it got stuck again upon reinsertion. After another push-and-pull, the stent was observed to bend (deform). Therefore, this stent was discontinued and replaced with a competitor's stent, which was placed without any problems.